Event description:
Study event. Device malfunction: none. Symptoms/ae: mild right arm and leg weakness. Time of symptoms/ae: during procedure and post procedure. It was reported that the pt experienced a left hemispheric tia pre-deployment of the embolic protection device. The condition resolved within 4-6 hours. Post-operative neurologic evaluation revealed mild right arm and leg weakness. The condition is continuing to improve. No add'l info available.

Manufacturer narrative:
The rx acculink part #1011344-40, lot #5081551, referenced in d11 is being filed under MFR #3004742046-2007-00169. The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.